Manufacturer narrative:
The bio-medical engineer reported contacting technical support and speaking to a company representative. The company representative walked the biomedical engineer through all system checks, and verified there were no leaks present. It was reported that this event occurred due to user error. There were no parts replaced, and the iabp was cleared for clinical use.

Event description:
The customer stated that, during use on a patient, the cardiosave intra-aortic balloon pump (iabp) alarmed "leak in iab." There was no patient injury, harm nor adverse event reported. Please note the cardiosave alarms in full is "gas loss in iab circuit".

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The customer stated that, during use on a patient, the cardiosave intra-aortic balloon pump (iabp) alarmed "leak in iab." There was no patient injury, harm nor adverse event reported. Please note the cardiosave alarms in full "gas loss in iab circuit"